Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 179 and 218. Review of the device data logs also revealed the occurrence of a battery degraded alarm. Performance testing confirmed the reported system fault 179. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 179 and 218 were isolated component failures within the device main circuit board (pcba). The root cause of the battery degraded alarm was a battery controller software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf179 and sf218) indicating a super capacitor fault and main board error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf179 and sf218) indicating a super capacitor fault and main board error. There was no patient injury reported as a result of this incident.